Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent did not unfold. There was no patient complications reported due to this event. Note: no further information has been obtained despite good faith efforts.